Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implant date: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and possible far field r-wave (ffrw) oversensing noted on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.